Manufacturer narrative:
(B)(4). Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
During a visit of the greiner bio-one product specialist team it was observed that several tubes that were underfilled. The majority of the underfilled tubes had come from 2 specific ICU units. The way those tubes were collected are unknown. Upon talking to the educator of the cicu unit, she stated that most of their blood collections are drawn from central lines using a syringe. Saline is used in a 10cc syringe to fill the 3.5 ml coag tube using the blood transfer unit. The tube did not fill to the minimum part of the fill triangle. While observing a collection by a phlebotomist on a different floor, I observed the collection of a 10cc syringe, and the blood transferred to the 3.5ml coag tube using the blood transfer unit. The tube did not fill properly. I have included pictures. The phlebotomy department did not report fill problems with the tubes when drawing blood directly from the butterfly. Additionally, while in the coagulation department of the laboratory it was also brought to attention that there are times that there is blood cells that are collecting on the cap of the coag tube after centrifugation causing the analyzer to read it as qns. The customer advised tubes were stored per IFU. Tubes held in place and inverted per IFU. The customer used a star max coag analyzer. Centrifuge: hettich eba 200s, fixed angle. The settings are rcf= 2974, time= 3 min.

Manufacturer narrative:
Complaint (B)(4). Received 24pcs 454331/b240535c for evaluation. Received customer pictures. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated. Correction/additional information: h3: samples received; h6: type of investigation, investigation findings, investigation.